Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when during device preparation, the distal pin was rotated in the clockwise direction for fifteen times by using the clip on tool to perform the helix mechanism test however the helix of the lead would not extend. A new lead was successfully implanted. Procedure was completed with no adverse consequences. Patient was stable.